Event description:
This rv lead was implanted on (B)(6) 2000 and was capped on (B)(6) 2011 due to the lead was fractured, with bipolar and unipolar impedances to be greater than 1500ohms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).